Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A sixty-five-year-old male with a medical history of hypertension, diabetes mellitus, chronic kidney disease, chronic obstructive pulmonary disease, and active tobacco use presented with acute decompensated heart failure, and a non¿st-elevation myocardial infarction. An echocardiogram demonstrated a left ventricular ejection fraction of ten to fifteen percent, severe mitral regurgitation, and severe aortic stenosis. A left heart catheterization showed complex multi-vessel coronary disease. The patient was transferred for evaluation for high-risk coronary artery bypass grafting (CABG) versus high-risk percutaneous coronary intervention (hrpci) versus left ventricular assist device placement. The treating heart team elected to proceed with impella-supported hrpci. An impella cp device was successfully implanted, and the percutaneous coronary intervention was completed. The decision was made to keep the impella device in place overnight, and the patient was transferred to the surgical intensive care unit for continued management. On the following day, the patient was evaluated for either durable left ventricular assist device placement or escalation of support to an impella 5.5 device. The decision was made to proceed with scheduling an escalation to the impella 5.5 device. On the second hospital day, prior to the planned escalation, the patient began vomiting blood, raising concern for upper gastrointestinal bleeding. The patient received blood transfusions for resuscitation. An esophagogastroduodenoscopy performed by the gastroenterology team revealed no active bleeding and no visible source of hemorrhage. The patient¿s hemoglobin level subsequently stabilized, and the heparin infusion was discontinued. Once stable, the patient proceeded with escalation to the impella 5.5 device as planned, and the impella cp device was successfully explanted. No device malfunction was reported, and all device-related decisions were based on the patient¿s clinical condition and response to therapy.

Manufacturer narrative:
Corrected information was provided in d1 (brand name). H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was not determined due to insufficient clinical details.